Manufacturer narrative:
(B)(4). Inflation/deflation testing of the customer's returned bronchocath endobronchail tube found both tracheal and bronchial cuffs inflated and deflated fully without any issue. The reported failure mode of cuff won't deflate was not confirmed.

Event description:
The customer stated prior to use incomplete deflation was confirmed. There was no patient involved.